Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead that were being oversensed by the respiratory rate trend (rrt) sensor. Technical services recommended to turn off the rrt sensor. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right atrial (ra) lead was surgically abandoned and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. Additional information was received which reported this right atrial (ra) lead also exhibited loss of capture. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead that were being oversensed by the respiratory rate trend (rrt) sensor. Technical services recommended to turn off the rrt sensor. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right atrial (ra) lead was surgically abandoned and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead that were being oversensed by the respiratory rate trend (rrt) sensor. Technical services recommended to turn off the rrt sensor. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported.